Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The blood glucose at the time of incident 47 mg/dl. The current blood glucose value 312 mg/dl. The customer was use the insulin pump system within 48 hours the insulin pump will not be returned for analysis.